Event description:
The customer reported to olympus, the 4k camera head image was abnormal and error e222 occurred. The issue was found during preparation prior to sedation, and the intended procedure was therapeutic (laparoscopy). There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The repair department confirmed that error e222 occurred due to cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause has not been identified. The event can be prevented by following the instructions for use which state: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.